Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. During the follow up conducted by mmdg the initial reporter stated that the pump was not being returned to mmdg for evaluation at this time. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump appears to have infused at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the device was programmed to deliver 360 ml but actually delivered 410 ml when they went to check on the patient. During a follow up from mmdg the initial reporter stated that this had no negative effect on the patient and that the extra volume was tolerated by the patient. [Complaint-(B)(4)].